Event description:
User noticed arterial flow was unavailable. This prompted the user to move bubble and flow sensors. User attempted to disable bubble alarm prior to moving but due to a suspected connection issue bubble alarm remained primed. On moving the bubble sensor, bubble alarm triggered causing occluder to close and pump to stop. User followed risk cotrols and resumed bypass 40 seconds after cessation. There was no harm to the patient. Spectrum medical considers pump stop a reportable malfunction.

Manufacturer narrative:
On return of device, it was found that the cable had debris built up on both ends and "excess force" was requires to seat the cable correctly. Upon cleaning of cable and device the units were tested for repreated faults. Unit functioned as expeceted.